Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the cgm error code did not appear again, and the caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.